Event description:
The pt reported some bleeding within the first few weeks post transurethral microwave treatment (tumt) procedure in (B)(6) 2009. However, the pt continues to have intermittent bleeding since that time. The physician performed a cystoscopy in may 2010 and nothing appeared abnormal; it was well healed, normal tissue and everything appeared intact. The physician completed the treatment with a coolwave control unit and a ctc advance standard (3.0-5.0) microwave treatment catheter and the pt tolerated the treatment well at the time.

Manufacturer narrative:
The disposable devices were not returned; therefore, no direct device analysis was conducted. The treatment file from the coolwave control unit was obtained and analyzed by engineering. Results of the analysis confirm that the control unit operated properly. The catheter and rtu device history records were reviewed; all mfg and quality assurance testing was carried out in accordance with standard procedures, and the devices met specifications at the time of release. As no device was returned for analysis, and the treatment file demonstrates the control unit operated appropriately, it is not possible to determine the root cause of the event.